Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 538mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons worked properly. However, corroded keypad traces were noted. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window and scratched reservoir tube window.